Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of fluid leak was confirmed via product analysis. There was a leak in the cuff that was the result of wear at a fold. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to device was not working. No leak detected. A new 4.0 cuff was implanted. Patient was recovering from surgery. Additional information was received. Device no longer worked due to pin hole located in cuff. No adverse patient effects. Additional information received. Patient was not continent.

Event description:
It was reported that the patient underwent a replacement procedure of his artificial urinary sphincter (aus) due to device was not working. No leak detected. A new 4.0 cuff was implanted. Patient was recovering from surgery. Additional information was received. Device no longer worked due to pin hole located in cuff. No adverse patient effects. Additional information received. Patient was not continent.